Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed with tandem technical support (cts) and no issues were identified. Customer changed the pump supplies and successfully resumed insulin therapy. Customer¿s blood glucose level was 107 mg/dl to "high" on the continuous glucose monitor (cgm). Elevated blood glucose levels were addressed by correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.